Event description:
It was reported the device had early eri (elective replacement indicators) and could not be reset. The patient reportedly had 2-3 cat lung scans after eri was tripped. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected: a single unit was repaired but no other devices were repaired. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Battery depletion was indicated/eri (elective replacement indicators). A measurement system lock-up, with an unclearable eri, was found.